Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "leak" alarm message. They observed that the autofill connector fitting was cracked. The pt was switched to another unit and therapy was continued. No pt injury was reported.